Event description:
The wound was noted to be infected in 2008, whilst the subject was still in hospital following their surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.